Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient was seen in follow-up on (B)(6) 2017. The patient was scheduled for a lead revision and battery replacement friday, (B)(6) 2017. Her prime battery was at elective replacement indicator (eri) also. The patient¿s weight was unknown and the cause of the high impedances was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead c. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they needed a reprogramming done to get better relief of pain to her left leg. An impedance check was done, showing several contacts having high impedances--0, 13, 14 & 15. The patient was re-programmed around these high impedances and received better stimulation coverage. Patient has had a history of a stroke, which affected the left side. The healthcare provider mentioned there may be some pain that they could not cover with the stimulator due to this. The patient was doing well and the issue was reported as resolved at the time of the report. The indication for implant was non-malignant pain.